Event description:
Report received from the USA stating that the device had a "oil leak from side of autolube". It is known that the device was being used during surgery. No injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated and the reported condition of "oil leak" could not be confirmed. The device pass all tests and no problems were observed. If add'l info becomes available, a supplemental report will be sent. (B)(4).